Manufacturer narrative:
Results of investigation: vyaire medical found that there is no visible cfb logs. The exact root cause is not determinable but most likely, the issue is caused by a hardware issue on the epc. Technical support representative went onsite to replace the mainboard.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has blue screen and the main electronics will be replaced. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000e has blue screen issue. The customer confirmed that there was no patient involvement associated with the reported event.